Manufacturer narrative:
This follow up report is being submitted to relay additional information. Concomitant medical products - unknown stem, unknown taper adapter, unknown cup, unknown liner no devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to unknown reasons. It was reported that the head was revised. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
This follow up report is being filed to relay corrected information in concomitant medical products. Concomitant medical products- unknown taperloc stem, unknown cup, unknown liner. Remove taper adapter.